Event description:
There was no pt involved in this event. This device malfunctioned because red status indicator flashing.

Manufacturer narrative:
The history log for this device showed the pad-pak was first installed on the (B)(6) 2014 and performed to specification up to the (B)(6) 2015. The returned pad-pak was installed and the device failed to power on. The red status led flashed throughout. This confirms the reported fault. The device successfully delivered test therapy and the device delivered a test shock without fault. An acceptable measurement was recorded for the test shock. Thorough testing was carried out. Investigation found the fault can be attributed to a depleted pad-pak. The returned pad-pak was found to be significantly depleted upon receipt at heartsine and resulted in the reported failure. No fault was found with the returned device. There was no evidence in the history log of the device ever failing any of the self-tests carried out since installation. It is therefore possible the returned pad-pak had been used with another device which resulted in premature depletion.